Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After rotablation was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. After rotablation was performed, a 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the first inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. Returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with dried contrast in the inflation lumen. The tip, balloon, markerbands, inner/outer shafts, and hypotube were microscopically and visually inspected. Inspection revealed a burst in the balloon material that was 9 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported balloon rupture was confirmed.